Event description:
The customer reported their coulter coulter lh 500 hematology analyzer generated pressure errors. The customer also noted blood/diluent mixture leak (< 2ml) under the instrument onto counter top. Fluids associated with the lh500 include blood, diluent and cleanz. The operator was wearing personal protective equipment (ppe) consisting of glasses, eye protection, and gloves when the leak was discovered. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. He does have a risk management / exposure control plan in place and the customer reviewed the msds. The customer did not review the msds; however, the facility does have exposure control or risk management plan in place.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The field service engineer (fse) observed fluid under instrument, found five sticking actuators on pump module causing needle bellows to overflow and not drain properly, resolving issue. Failure mode: sticking actuators on pump module. (B)(4).